Event description:
A call was placed to technical services on (B)(6) 2018 stating that was trying to upgrade bi-ventricular implantable cardioverter defibrillator (ICD) but has a very small diameter so need to twist the catheter to advance and difficult to maintain access. Physician had inserted an inner catheter thinking that it may give more support. Come up to intuition wire but was having difficulty getting the wire inserted, it would bunch up. Physician pulled back the intuition wire and it broke. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).